Manufacturer narrative:
This is the second of 2 reports.

Event description:
It was reported that during coil embolization of aneurysm there was a thrombus present on the coil detachment zone of the coil. Multiple attempts were made to put the first coil and then second coil (subject coil) in the aneurysm without success. Both the coils were removed and procedure was completed with a third of the same device without patient complications.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However vessel thrombosis is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to reported thrombosis.

Event description:
It was reported that during coil embolization of aneurysm there was a thrombus present on the coil detachment zone of the coil. Multiple attempts were made to put the first coil and then second coil (subject coil) in the aneurysm without success. Both the coils were removed and procedure was completed with a third of the same device without patient complications.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during coil embolization of aneurysm there was a thrombus present on the coil detachment zone of the coil. Multiple attempts were made to put the first coil and then second coil (subject coil) in the aneurysm without success. Both the coils were removed and procedure was completed with a third of the same device without patient complications.